Event description:
Hysterectomy / salpingectomy; after essure was inserted in (B)(6) 2016, I started having chronic hip and pelvic pain, pain during intercourse, heavy bleeding, bleeding between periods, developed a metal allergy, hair loss, chronic fatigue, weight fluctuations, abdominal swelling, endometriosis, loss of libido, acne, brain fog, vitamin deficiency, and fallopian tubes fused to other organs. FDA safety report ID# (B)(4).